Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly, which caused the pump to shut down. Additionally, the pump battery was unable to charge using the tandem-provided usb cable and wall adapter. The customer provided a blood glucose (bg) of 153 mg/dl and indicated that the bg was not impacted by the charging issue. The customer successfully charged the pump using an alternate usb cable and wall adapter. Reportedly, the customer continued to use the pump for insulin therapy.